Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced ectasia on left eye (os) at a 1 year post op exam. The patient's chief complaint was blurry vision from a distance. The date of discovery of ectasia was on (B)(6) 2016 and the initial lasik treatment was on (B)(6) 2015. The patient was referred to doctor to fit rigid gas permeable lenses (rgp) and refer out to pacific cataract and laser institute (pcli) for cross-linking. Bcva from (B)(6) 2015: right eye pre-op 20/20 -2.00 x -1.75 x 60, left eye pre-op 20/20 -.25 x -3.00 x 111. Bcva from (B)(6) 2015: right eye post-op 20/20 .25 x -.50 x 103; left eye post-op 20/20 .00 x -.75 x 135.